Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported the customer received the following results, with two different aviva meters, within 10 minutes: 3.9 mmol/l at 10:38 p.m. (System 1), 17.6 mmol/l at 10:48 p.m. (System 1), 4.5 mmol/l at 10:48 p.m. (System 2), 3.7 mmol/l at 10:58 p.m. (System 1), and 4.1 mmol/l at 10:58 p.m. (System 2). The patient had symptoms of hypoglycemia with feeling dizzy and fatigue. The patient's mother treated her with glucotabs and glucogel. The patient was not taken to a medical facility. The same test strip vial was used for both meters and results. Return of the suspect device was requested for evaluation.